Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0002648920-2018-00569, 0001822565-2018-03833, 0001822565-2018-03834. Concomitant medical products: 00801803602 femoral head, lot 62245638. 00771101000 femoral stem, lot 62101422. 00630506236 liner, lot 62265659. No device was returned for review. However, the complaint has been confirmed via radiograph review. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address left hip pain attributed to asceptic femoral stem loosening and alval corrosion reaction. Pre-revision radiographs identified lucencies which indicated possible early loosening of the left femoral stem with mild resorption and early osteolysis. Intraoperatively, it became "immediately evident [that] there was a pseudotumor in the posterior aspect of the soft tissues" and that when it was opened "copious fluid came out of the hip." The surgeon also noted that there was extremely thick scar tissue, "large handfuls of necrotic debris excised from the pseudotumor" and "obvious corrosion" that occurred between the femoral head/neck interface. The surgical pathology removed was evaluated and found to be histologically consistent with aseptic, lymphocyte dominated vasculitis associated lesion (alval) reaction (trunnionosis due to head/ neck taper junction corrosion). No further information has been made available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed. Records indicate patient was revised due to pain and was diagnosed with radiolucencies suggestive of osteolysis and loosening of the femoral stem. Aseptic loosening left femoral stem and alval corrosion reaction left hip. Pseudotumor with copious fluid identified and excised. Necrotic tissue noted without acute inflammation. Extremely thick scar tissue identified. Abductor tendons had some dysfunction and were slightly stripped off the far posterior corner of the trochanter. Obvious corrosion noted between femoral head and neck. There was a blood loss of 1500ml. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure approximately four years post-implantation due stem loosening and alval corrosion reaction. Pre-revision radiographs identified lucencies which indicated possible early loosening of the left femoral stem with mild resorption and early osteolysis. Intraoperatively, it became immediately evident [that] there was a pseudotumor in the posterior aspect of the soft tissues and that when it was opened copious fluid came out of the hip.the surgeon also noted that there was extremely thick scar tissue, large handfuls of necrotic debris excised from the pseudotumor and obvious corrosion that occurred between the femoral head/neck interface. The surgical pathology removed during the procedure was evaluated and found to be histologically consistent with aseptic, lymphocytedominated vasculitis associated lesion (alval) reaction (trunnionosis due to head/ neck taper junction corrosion). The patient had a estimated blood loss of 1500 ml during revision surgery.